Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there were fluctuations in the sensing on the right ventricular lead. Further evaluation in-clinic revealed sensing variations and increased capture thresholds on the right ventricular lead. The output was increased for the right ventricular lead. The patient appeared to suffer no ill effects and the device appropriately recorded and discriminated tachycardia events. The lead was then explanted and replaced, and during the procedure fluoroscopy did not reveal any obvious dislodgement of the lead. The patient was discharged and in stable condition post-procedure.